Event description:
It was reported that the intraocular lens haptic broke during insertion into the eye. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
During a retrospective review of reports, it was determined this event met the criteria for adverse event reporting. The iol was received and showed a broken haptic. The lens met all specifications prior to release. While we were unable to determine the cause of this event, we do not believe it is manufacturing related.